Event description:
Caller reported false negative hcg results on one pt when testing with urine dipstick and cassette. On (B) (6) 2010, pt got positive result on home pregnancy test. Late the following morning, pt went to doctor's office and was tested with urine dipstick and had a negative result. The nurse followed up with testing on a urine test cassette again with negative results. Per office protocol an ultrasound was performed and pt's blood drawn for quantitative hcg test at another lab. The ultrasound was inconclusive but the quantitative hcg returned a value of 85 miu/ml.

Manufacturer narrative:
Investigation: lot number (s): hcg9060162. Expiration date(s): 06/2011. Control lot: 25miu/ml hcg urine control lot: hcg090617-01; 100miu/ml hcg urine control lot: hcg090521-01; 284.1 iu/ml hcg urine control lot: hcg091015-03. Summary of results: the retention strips meet qc specification. Correct positive results were observed at 3 minute read time when tested with 25miu/ml hcr urine controls. (N=6) correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine controls. (N=4) correct positive results were observed at 3 minute read time when tested with 284.1 iu/ml urine controls. (N=3) conclusion: from retain testing with in-house control, the client's result was not replicated and the product performed as expected, meeting qc specifications. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established.